Event description:
It was reported that the patient was admitted to the hospital, and either had a "massive seizure" after or prior to admission to hospital, after which the patient died. No further details have been provided at this time about the circumstances of the patient death. It is unknown at this the relationship of the death to the patient's vns therapy/device. Good faith attempts to obtain additional information have been unsuccessful to date.